Event description:
It was reported that the patient presented in clinic for a generator exchange procedure on (B)(6) 2022. It was noted that the right ventricular (rv) lead failed to capture. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies.